Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient myocardial infarction and serious injury appear to be related to operational context. In this case it is likely that the reported patient myocardial infarction and serious injury are a result of the patient¿s disease severity combined with use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: updated device information: h4: updated manufacturing date. H6: codes 4118, 3233, and 11 no longer apply.

Event description:
(B)(4) - it was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a 80% stenosed, heavily calcified proximal circumflex artery (lcx) and a 90% stenosed, heavily calcified distal circumflex artery (cx). Two low speed treatments were performed in the lcx and one low speed treatment was performed in the distal cx. There were no device issues or patient complications noted post orbital atherectomy treatment. The clinical event committee reviewed the images and concluded that the use of the diamondback 360 coronary orbital atherectomy device may have contributed a myocardial infarction.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient myocardial infarction and serious injury appear to be related to operational context. In this case it is likely that the reported patient myocardial infarction and serious injury are a result of the patient¿s disease severity combined with use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: catalog number updated.

Event description:
Ecl-101-020: it was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat an 80% stenosed, heavily calcified proximal circumflex artery (lcx) and a 90% stenosed, heavily calcified distal circumflex artery (cx). Two low speed treatments were performed in the lcx and one low speed treatment was performed in the distal cx. There were no device issues or patient complications noted post orbital atherectomy treatment. The clinical event committee reviewed the images and concluded that the use of the diamondback 360 coronary orbital atherectomy device may have contributed a myocardial infarction.

Manufacturer narrative:
D4: the UDI number is not known as the part and lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Ecl-101-020 - it was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a 80% stenosed, heavily calcified proximal circumflex artery (lcx) and a 90% stenosed, heavily calcified distal circumflex artery (cx). Two low speed treatments were performed in the lcx and one low speed treatment was performed in the distal cx. There were no device issues or patient complications noted post orbital atherectomy treatment. The clinical event committee reviewed the images and concluded that the use of the diamondback 360 coronary orbital atherectomy device may have contributed a myocardial infarction.